Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed that the navigation ring did not respond at all. It was resolved by replacing the front bezel which is mounted a navigation ring in advance. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating it was observed during an inspection in the me room that the navigation-ring did not respond, the device continued to operate. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.